Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: (B)(4) model: sc-8336-50 serial: (B)(6) batch: 18286042

Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) frequently. High impedances on the spinal cord stimulation (scs) paddle lead were also noted. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted devices were kept by the facility.